Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. The 3.0x32mm liberte' bare metal stent was being removed from its packaging when it was noted that a stent strut was raised. The procedure was completed with another liberte' bare metal stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.